Event description:
The following journal article from 2006 was reviewed: article citation: leurs, l.j., buth, j., harris, p.l. And blankensteijn, j.d. (2006). Impact of study design on outcome after endovascular abdominal aortic aneurysm repair. A comparison between the randomized controlled dream-trial and the observational eurostar-registry. Foreign journal of vascular and endovascular surgery. 33, 172-176. The purpose of this case study was to compare the results of the trial and the registry for aaa repair. There were 1033 pt files reviewed of which there were 10 ancure pts. Complications reported were endoleaks (type I, ii, and iii), localized vascular complications and systemic complications.

Manufacturer narrative:
As part of our investigation, attempts to obtain specific details from the author regarding the ancure devices and any associated complications were unsuccessful. We are filing an MDR at this time since we cannot definitively refute the possible involvement of the ancure device nor confirm these events have been previously reported.